Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection of the device found the inner tube broken off in the middle, the inner tube was returned for evaluation. The units of the device showed no sign of misuse, or the bur tip shank. A two-year review of complaint history revealed 28 other similar complaints, with 31 devices, for this product family and failure mode. During this same time frame, 356,438 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.009 percent, if all complaints were confirmed. The instructions for use advises the user of the following. - do not apple excessive loading on the shaver blade or bur. Cutting performance is not increased with force. - excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The conmed sales representative reported on behalf of the user facility that during a hip arthroscopy, the hps-h001 "bur had a small amount of stress to it when it snapped". No pieces detached or fell into the patient. The procedure was completed with no delay other than opening the alternate device. No patient injury was reported. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.